Manufacturer narrative:
Additional information was received on 11/4/2019. The date of explant was changed to (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on 11/25/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation of a saline breast implant. During visual inspection of the sample a crease was found on the posterior aspect. Within the crease, a tear was noted measuring approximately 0.1 cm. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate plus profile 325cc saline prosthesis, catalog #350-2325, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who had a mentor smooth round moderate plus profile 325cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed by a physician. As a result, and explant is planned for (B)(6) 2019.